Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported the transitional member of the mayfield base unit would not insert and fully close. It is unknown if there was patient involvement or if the device failure led to patient injury or surgical delay.

Manufacturer narrative:
Unique device identifier (UDI): (B)(4). The reported complaint was confirmed via inspection of the returned a2101 mayfield base unit. The handle had been closed without the transitional inserted, deforming the handle hole. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.